Event description:
It was reported that there was a temperature problem in an arctic sun device. Per review of wo on 10mar2026, there was no patient involvement. Per follow up information received via mail on 10mar2026, the technician would attend this field wo on 11mar2026. Apparently, device had a problem to low temperature. No patient involved.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a temperature problem in an arctic sun device. Per review of wo on 10mar2026, there was no patient involvement. Per follow up information received via mail on 10mar2026, the technician would attend this field wo on 11mar2026. Apparently, device had a problem to low temperature. No patient involved.